Manufacturer narrative:
(B)(4). Concomitant medical products: medical product:m2a-magnum recap cup 54odx48id, catalog #: 157854, lot #: 2159304. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00565. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the patient's legal representative that the patient underwent a hip replacement surgery. Subsequently a revision procedure was performed due to pain. This report is based on allegations set forth in patients notice and the allegations there in are unverified.